Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor attempted to implant the lead in the right ventricular (rv) septum. There was no sensing so it was decided to remove the lead and the screw would not retract. The doctor was finally able to remove the lead from the body and noticed that there was tissue on the helix that was still extended. A new lead was implanted in the rv apex. No patient complications have been reported as a result of this event.